Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the detachable battery was observed. The device's detachable battery was replaced to address the issue. In addition, the internal battery door and the external flow sensor cable wire were broken and will need replaced. The blower assembly, blower bellows, blower mount, blower cap, machine flow sensor, tubinb-fi02, tubing-system board, tubing-blower chassis, tubing-low flow 02, cooling fans, cooling fan retainers, main housing, and muffler assembly will also need replaced due to dust and dirt contamination.